Event description:
Event details boston scienlinc leads are not printed on the idc. Resulting in patient calling back reporting incomplete information on his idc. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).